Manufacturer narrative:
The probe was returned for analysis and found to have a bent tip. It also contained impact marks at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were 3 damaged instruments discovered during sterile processing. The rep noted that the probes were not tested for verification. They stated that it looked like the cervical probe would pass verification, and the thoracic probes were bent to varying degrees and some might have passed. There was no patient present. See rr 1723170-2019-01345, 1723170-2019-01342, 1723170-2019-01346, 1723170-2019-01347, 1723170-2019-01348.